Event description:
It was reported the rubber backing on the radio frequency (rf) head needs repair. The rf head was returned to the manufacturer and subsequently tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the label was missing. Analysis also found that the cable was damaged and the magnet was broken.